Event description:
It was reported the device was placed ¿too low¿ on the patient's buttocks and had a ¿sharp¿ edge around the connector. No symptoms were reported. The device was explanted and replaced with a different model. The patient was still recovering from the revision five days later. As of (B)(6) 2014, the representative had no complaints from the patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #9614453.

Manufacturer narrative:
The serial number of the implantable neurostimulator (ins) was unknown at the time of the report. The numbers provided in relation to the event were (B)(4). Further follow up is being done to confirm the serial number of the ins. (B)(4).